Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose increased to 425 mg/dl at one point. During troubleshooting the customer identified bleeding at her site. The patient was taking baby aspirin. The patient was also having serter issues that may have compromised her infusion set insertion. The insulin pump was not returned for analysis.